Manufacturer narrative:
Device evaluation: the device evaluation for the evo-fc-r-20-25-12-e device of lot c2240967 was not returned for evaluation with the information provided, a document-based investigation was conducted. Images and videos were received to support the investigation these show that the handle was actuating and the stent could not be deployed and was further removed from the delivery system with a forceps outside of the patient manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2240967 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2240967confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0067 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis definitive root cause could not be determined from the investigation. A possible root cause could be attributed to the tortuous anatomy and excess bodily fluids may have led to increased forces in the device, preventing smooth movements of the components and causing the stent to get stuck within the outer sheath. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction complaints of this nature will continue to be monitored for similar events. Summary of investigation when performing an esophagogastroduodenoscopy (egd) using a fully covered evo esophageal prosthesis, it became trapped in the release system, preventing the procedure from being successfully completed. The procedure ended without further complications.". Confirmed quantity of 1 device, confirmed used. Definitive root cause could not be determined from the investigation. A possible root cause could be attributed to the tortuous anatomy and excess bodily fluids may have led to increased forces in the device, preventing smooth movements of the components and causing the stent to get stuck within the outer sheath.

Event description:
A supplemental report is being submitted due to completion of the investigation on 19 jan 2026.

Event description:
As reported on customer complaint form: "when performing an esophagogastroduodenoscopy (egd) using a fully covered evo esophageal prosthesis, it became trapped in the release system, preventing the procedure from being successfully completed. The procedure ended without further complications." No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.